Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l4-s1 with interbody cage. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.